Event description:
Reporter noted posterior capsule rupture occurred in three consecutive cases, while polishing capsule in I/a mode. Case was completed and iol implanted. No additional information provided about this patient.